Event description:
New information received stated that the right ventricular lead also exhibited lead fracture.

Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced dizziness and presented to the hospital emergency room. Upon examination, the right ventricular lead was found exhibiting noise oversensing with pacing inhibitions that resulted in the patient feeling dizzy. The lead also had a jump in impedance and an elevated pacing threshold. It was then reprogrammed to alleviate the anomaly. On (B)(6) 2020, the patient underwent a bi-ventricular pacemaker upgrade procedure where the right ventricular lead was also capped and replaced. The procedure was completed successfully and the patient was in stable condition.